Event description:
International affiliate reports a summit bone screw was initially implanted and it was noted that a little washer/set screw was on the field. The screw was explanted and replaced by another screw with no adverse consequences to the patient. It appears that the complaint was reported due to separation and migration of a summit inner set screw, resulting in the need for revision surgery.

Manufacturer narrative:
No lot number or sample was available. Without a lot number, a review of manufacturing records cannot be completed. Complaint data is reviewed monthly via the spine monthly complaint review meeting to identify and initiation action against any emerging trends; the meeting includes cross functional representation from rd, quality engineering, clinical research, and complaint handling to ensure a robust review. No trends were noted. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated. Device not available.